Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed significant calcification on the proximal coil due to the presence of bodily fluid, as well as abrasion damage to the insulation of the terminal connectors. Finally, damage to the insulation and the shocking coils of the proximal portion of the lead were also observed. This type of damage is consistent with the explant procedure. The reported event of insulation damage was confirmed by our laboratory. Furthermore, a device history review and labeling review were performed and did not indicate any additional information regarding the lead.

Event description:
It was reported that the physician explanted the right ventricular (rv) lead as a result of an alleged insulation defect. A new rv lead was implanted and no additional patient consequences were reported.